Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown pt states the celect filter was implanted in 2006 but celect was first approved of FDA in us in 2007 unknown as information was not provided unknown, as celect was first approved of FDA in us in 2007 unknown as lot# is unknown (B)(4). Summary of investigational findings: image review demonstrated one primary leg extending approx. 7mm into the aorta lumen, but with no evidence of periaortic hematoma or signs of active extravasation. Also, one fractured primary filter leg was found in the right lower lobe. The celect filter had been implanted for approx. 10 years and the patient's medical records are unknown at this time, but the image review demonstrated what appears to be multiple acute to subacute posterior right rib fractures. The patient was asymptomatic and the filter was retrieved with only minimal advance techniques. The distal fractured fragment did not appear to change throughout the procedure and is likely at no risk for further embolization. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: there were two tines that were fractured off of the filter. One had migrated into a side branch and one had migrated into a lung. The patient is not symptomatic; therefore, the tines were not retrieved. The main filter was retrieved easily. Patient outcome: two tines from the device did remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Pt states the celect filter was implanted in 2006 but celect was first approved of FDA in us in 2007. Investigation is still in progress.

Event description:
Description of event according to complainant: there were two tines that were fractured off of the filter. One had migrated into a side branch and one had migrated into a lung. The patient is not symptomatic; therefore, the tines were not retrieved. The main filter was retrieved easily. Patient outcome: two tines from the device did remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.